Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to longitudinal balloon tear in the balloon body at 1mm distal to the distal end of the distal markerband and running 14mm proximally. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During the procedure, upon first inflation, the balloon ruptured at 6 atmospheres for 30 seconds. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. A 10/3.25 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During the procedure, upon first inflation, the balloon ruptured at 6 atmospheres for 30 seconds. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.